Event description:
Caller states that after receiving a reading in the 400's (mg/dl) he went to his doctor who tested him on the doctor's device and received a result of 109mg/dl. The timeframe between the two tests was an hour. No glucose control solutions were used. Requested return of suspect device and replacement was sent.